Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd needle 21x1 ll eclipse had a increased hemolysis in collections. The following information was provided by the initial reporter translated from portuguese: technical complaints related to increased hemolysis in collections.

Event description:
It was reported that the bd needle 21x1 ll eclipse had a increased hemolysis in collections. The following information was provided by the initial reporter translated from portuguese: technical complaints related to increased hemolysis in collections.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.